Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and short v-v intervals. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that before being capped there was a lead integrity alert (lia) on the rv lead for high rate non-sustained episodes and sensing integrity counter (sic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.